Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an automatic lead safety switch to unipolar occurred due to out of range pacing impedances on the non boston scientific left ventricular (lv) lead connected to this cardiac resynchronization therapy pacemaker (crt-p). The issue was discovered 12 months later when the patient presented for follow up. During evaluation, it was noted that the patient with experiencing atrial fibrillation with right ventricular response. The crt-p was reprogrammed to a vector where lv pacing impedances and thresholds were within normal limits. No adverse patient effects were reported.